Manufacturer narrative:
The device was returned with button error alarm on display due to corroded keypad trace. The device was returned with missing end cap sticker and cracked on battery tube threads noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not performed. The device was returned for analysis.